Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was returned to edwards for evaluation as it has been discarded by the hospital. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. The findings from the operative report indicated that the bioprosthetic valve was heavily calcified and there were poor coaptive surface areas due to the irregularity of the leaflets and calcification of the leaflets. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately sixteen (16) years and ten (10) months, was explanted due to aortic stenosis of the bioprosthetic valve. Operative findings indicated that the bioprosthetic valve was heavily calcified and there were poor coaptive surface areas due to the irregularity of the leaflets and calcification of the leaflets. The explanted device was replaced with another 23mm bioprosthetic valve, which was seated without difficulty. The patient came out of the intensive care unit stable and on pressor medications. There were no complications in this case and patient was noted to be av dissociated.